Event description:
It was reported that an indwelling 14f foley catheter was removed in the morning as per the physician order. 10cc saline was withdrawn from the inflated balloon as per the protocol, but when they attempted to remove the catheter from the patient, resistance was felt. Another attempt was made to deflate the balloon and during that time, 1cc saline was further removed. The catheter was eased through the urethra with a small amount of resistance but the patient did not state any pain. Upon removing the catheter, the tip was found intact with the balloon still inflated with approximately 3-5cc remaining. An attempt was made to deflate that now which was removed from the patient but the balloon remained inflated. A faulty catheter was set aside in a bag to show the clinic and attempt to trace the product but was accidently discarded by staff, removed from the floor and was not able to be traced. Patient reported to staff no discomfort or pain. Disclosure occurred to patient at each interval and the staff were aware of the incident.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be due to "valve damaged, poor molding,". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use.¿ h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that an indwelling 14f foley catheter was removed in the morning as per the physician order. 10cc saline was withdrawn from the inflated balloon as per the protocol, but when they attempted to remove the catheter from the patient, resistance was felt. Another attempt was made to deflate the balloon and during that time, 1cc saline was further removed. The catheter was eased through the urethra with a small amount of resistance but the patient did not state any pain. Upon removing the catheter, the tip was found intact with the balloon still inflated with approximately 3-5cc remaining. An attempt was made to deflate that now which was removed from the patient, but the balloon remained inflated. A faulty catheter was set aside in a bag to show the clinic and attempt to trace the product, but was accidently discarded by staff; removed from the floor and was not able to be traced. Patient reported to staff no discomfort or pain. Disclosure occurred to patient at each interval and the staff were aware of the incident.